Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 0.229 mcg/day at an unknown concentration of clonidine and a dose of 9.033 mg/day at an unknown concentration of morphine via an implantable infusion pump for spinal pain. It was reported that a mesh dacron was going to be used as an intervention to address pump movement in the pocket but the patient had a lot of scar tissue there so surgeon attached the pump to scar tissue instead. The scar tissue did not hold/secure the pump. The scar tissue that was supposed to be securing the pump gave way. The scare tissue was sub-fascial and travelled over to her left pelvic area with the pump. Every time the patient bent over the pump popped out like a hernia, occurring as recently as four days before the pump was replaced. The pump was replaced due to this positioning issue and the patient's current status is unknown at this time. No symptoms were reported in regards to the pump movement. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.